Event description:
Patient was to have an ng placed and the nurse obtained the neomed feeding tube with enfit connector. Before opening the package, the nurse noted it did not contain the cap piece to the catheter which made it so that the catheter could not be clamped off. The tube was not useable. Has been reported that this is not the first tube that did not have a cap.